Event description:
The report indicated that after activating a new pod, the customer's bg levels remained consistently high (319-398mg/dl) over a seven hour period. The suspect pod was deactivated and a manual insulin injection was administered via syringe, which was successful in lowering his bgs. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.